Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by a patient's family member that the patient has been feeling dizzy and has skipped beats. Follow-up with the patient's clinic found the patient received an inappropriate shock due to atrial fibrillation (af). No changes were made to the device programming and it remains in use. Patient is scheduled for an ablation later this year. No further patient complications have been reported as a result of this event.